Event description:
A customer reported a minimum fill notification with their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to clean the pump and attempt reloading the cartridge several times, but the issue persisted. Eventually, the customer successfully loaded the pump with the fourth cartridge attempted, resolving the issue.